Event description:
Scopes were connected incorrectly during flushing and reprocessing. The forward water jet channel was not connected, did not receive flushing or high-level disinfectant. Unknown number of procedure affected. Occurred between (B)(6). Colored discharge was noticed by or nurse during scope prep.

Manufacturer narrative:
An ongoing investigation is being conducted and the situation is currently being monitored closely by medivators. The thorough investigation included interviewing clinical and technical specialist, facility representatives, training documentations, labels/dfu, and photographs. Date of install and in-service was the facility's initial experience with medivators products. The operator's previous experience with medivators products is unknown. The facility received in-service on (B)(4) 2012. There were a total of six technicians trained. During the in-service, it was reported, operators correctly demonstrated hookup and scope connection to scope buddy and dsd-edge unit. Upon completion of the in-service, medivator's field service engineer (fse) felt confident the operators had an understanding of in-service content and objectives. Training log was signed by all trained operators and the fse. Additional documents such as product dfus, hookup diagrams, unit manuals and checklists were provided with all applicable products at this time. After the user facility's initial contact, medivators determined the scopes were incorrectly connected to the hookup accessory of the dsd-edge unit. The forward jet channel was left unconnected. The number of procedures this misconnection may have occurred on is unknown. The facility estimated, from time of in-service to date facility reported incident to manufacturer, to be any number between 64-100 procedures. Through this time period, the facility experienced colored fluid draining from a reprocessed scope, twice, during scope prep prior to procedure. It is believed both incident of this occurred the week of (B)(6) 2012 but has not been confirmed. The following statement concerning channel hookup is stated in the dsd-edge manual and scope buddy manual to ensure proper connection is achieved: dsd-edge- during the detergent flush cycle, verify the endoscope connection and plugs are properly connected. Verify fluid flow through the channels. Verify fluid flow from the distal end of the endoscope. Verify there are no leaks at the channel fittings and adaptors. Scope buddy- verify solution is exiting all channels of the endoscope. If fluid fails to come out of all channels, then a channel may be blocked and the endoscope may need to be manually brushed and cleaned again. The flushing process will need to be repeated until the fluid flow through the endoscope is verified or the endoscope should be taken out of service. Caution: failure to verify fluid flow through the endoscope can result in an endoscope which is not properly flushed or cleaned. Always verify fluid is exiting all endoscope ports including the distal end. Medivators has provided additional training to the facility by two clinical specialists on thursday (B)(4) 2012. Upon receipt of additional information, medivators will review and determine if a supplemental report is needed.